Event description:
It was reported that that cardiosave, intra-aortic balloon pump (iabp) gave code 59 and code 63 errors. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.